Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system mobile viewing system (mvs) would not boot-up at the time it was turned on to prepare for an upcoming procedure. The medtronic representative confirmed the green line power light was not lit. In trouble-shooting, attempted using a different outlet; walked through replacing f11 and f12 fuses; confirmed green line power light was lit, however, screen remained black and issue was not resolved. Power switch on the monitor was confirmed in correct position; checked all video connections, re-started computer video cards and issue not resolved. White light was not seen coming from the grated area at the back of the monitor, indicating it was not receiving any power. Although the patient was under anesthesia, there was no incision made and the surgeon opted to abandon the procedure and re-schedule. Delay was 40 minutes to perform trouble-shooting.

Manufacturer narrative:
A medtronic representative, following-up with the site, reported that the pendant appeared to have a red x for the mobile viewing system (mvs). Currently, it seems like an mvs computer issue provided the red x symptom and the monitor not getting power. The ups and mvs power board seem good. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Fully functional. A medtronic representative, following-up at the site, reported to have found the system was functioning properly. Replaced mobile viewing system (mvs) central processing unit (cpu) and umbilical as a precautionary measure. System ready for use. Further report from medtronic representative confirmed the patient was under anesthesia, however, there was no incision made. Return requested. Replacement mvs interface cable assy shipped to site. Suspect mvs interface cable assy, returned on (B)(4) 2015, for medtronic investigation is under analysis. Return requested. Replacement mvs compsvc kit shipped to site. Suspect mvs compsvc kit, returned on (B)(4)2015, for medtronic investigation is under analysis. Return requested for 2. 4 replacement 20a 250v tlag crm mda fuses were shipped to site. Suspect fuses were discarded and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface cable (umbilical cable) assy finds that the umbilical cable passed bench level test. Umbilical cable was installed on a test system and ran without any issues. No fault found medtronic investigation of returned suspect mvs computer finds that the computer would boot intermittently when powered on. Cmos battery was measured as 0.3v expected was 3.3v; mvs computer powered up as expected after replacing the cmos battery. The reported event was confirmed to be caused by an electrical failure due to the cmos battery not holding a charge. As previously reported, parts were replaced to resolve the issue.

Manufacturer narrative:
Correction: correction to an adverse event as the procedure was canceled prior to incision while the patient was under anesthesia.